Event description:
It was reported that the patient presented in clinic for generator change out procedure. During procedure, it was found that the right ventricular (rv) lead exhibited insulation breach. The rv lead was capped and replaced on (B)(6) 2024. There were no patient consequences.